Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent. Ams initiated a corrective action resulting from an internal quality systems audit to investigate the root cause regarding medwatch forms which had not been filed for these complaints. The investigation resulted in the need to file this medwatch 3500a form to address the corrective action. This is not related to any field action or product recalls.

Event description:
Clinical study site (B)(6): study subject (B)(6) was implanted on (B)(6) 2008, with an elevate posterior mesh device. On (B)(6) 2010, the physician reported mesh exposure. Intervention: tried trimming in the office, it was too painful for the patient; outpatient surgery was planned. Event status: continuing. The event is related to the device and the procedure. Follow-up on (B)(6) 2010: clinical has not received any new information.